Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a software reset occurred due to a detected internal error code. The device was able to correct itself before reverting to back-up mode. The patient was stable with no adverse consequences.